Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: the pump was returned with all of the keypad buttons responding properly. The alleged issue could not be duplicated. No contamination was found on the button contacts. When the pump was opened, moisture was found on the keypad connector.